Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. Based on a clinician review, it was determined that the dislocation was the result of a malpositioned shell. It is possible a low calcar osteotomy may have led to difficulties with length and soft tissue tensioning. However, there was no issue reported regarding this stem.

Event description:
Mr. (B)(6) had a mako hip replacement done by dr. (B)(6). On (B)(6) 2015. Mr. (B)(6) had dislocated twice. Dr. (B)(6) revised his hip. The hip was converted to a secur fit plus and mdm. Left hip...

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Mr. (B)(6) had a mako hip replacement done by dr. (B)(6) on (B)(6) 2015. Mr. (B)(6) had dislocated twice. Dr. (B)(6) revised his hip. The hip was converted to a secur fit plus and mdm. Left hip